Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak and aortic expansion (e.g., aneurysm). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
It was reported to gore via the vascular quality initiative (vqi) that on an unknown date in 2015, a patient underwent urgent endovascular treatment of a symptomatic acute dissection in zone 3, which extended to zone 12. The tevar indication was for malperfusion. Preoperatively, the patient was experiencing mes ischemia and renal ischemia. The primary entry tear was located in zone 3 and was covered. Two conformable gore® tag® thoracic endoprostheses (tgu373710 and tgu343420) were implanted, within zones 2 and 4, with coverage extending to zone 5. At the time of the initial procedure, the maximum aortic diameter and was reported to measure 53mm, in zone 4. Additionally, a branch procedure involving the left subclavian artery (lsa), celiac artery (ca), superior mesenteric artery (sma) and left and right renal arteries (lra/rra) and left and right common iliac arteries was performed. Post branch treatment all were reported to be patent with complete coverage of the lsa. No post-operative complications were reported and the patient had a spinal drain placed and was transferred to the intensive care unit and discharged to home on post-operative day (pod) 12. The maximum aortic diameter within the treated area at time of discharge was not provided. The patient underwent follow up visits on unknown post-operative days (pod(s)): 59 and 409. On an unknown date, approximately pod 59, follow up imaging reported the aortic diameter within the treated aorta measured 52.2mm. On an unknown date, approximately pod 624, follow up imaging reported a type ii endoleak; the aortic diameter within the treated aorta measured 54mm. The patient underwent reintervention and the bronchial branch was embolized. The endoleak was resolved.